Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implanted pump. The indication for pump use was multiple sclerosis and intractable spasticity. On (B)(6) 2017 it was reported that the patient had pain in the stomach that began ¿maybe 6 months ago/a while ago¿ and was still present. The patient had talked to her doctor and per the patient, he wasn¿t sure. No interventions were mentioned. No further patient complications have been reported as a result of this event. Additional information received from healthcare professional on (B)(6) 2017 reported the stomach pain has been present since soon after pump replacement which occurred on (B)(6) 2014. It was recommended the patient discuss the possibility of pump repositioning/revision surgery with their neurosurgeon. It was noted that the cause of the stomach pain was determined, and was determined to be related to the pump position. No further complications were reported/anticipated. Additional information received from a consumer on 2017-apr-26 reported the patient was experiencing in the early morning vibration in their body. It was stated the patient was nauseous and there was pain at the site of the pump. It was reviewed the patient was reporting medical concerns and will need to follow up with healthcare professional (hcp). Event date was noted as (B)(6) 2017. It was noted the medication was spasticity. No further complications were reported/anticipated. Additional information received from a consumer. The patient was having a problem. The patient had vibrations in her body that started ¿4-5 months ago." It was not all the time but was on and off. The patient could not think of anything it could be except the pump. The patient sometimes felt like something was moving. The patient had followed up with their healthcare provider (hcp). The hcp said they could lower the dose.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.